Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire was unable to advance through the left ventricular lead and the lead was kinking. No intervention was reported. The patient experienced no consequences throughout the procedure.

Event description:
New information noted that the lead was replaced during the implant procedure.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. A complete lead was returned in one piece. Visual examination found that the inner coil was kinked proximal (s-curve region) from the connector pin which was consistent with procedural damage. The cause of the reported event was due to procedural damage. No other electrical anomalies or shorts were noted.